Event description:
Hcp is reporting to nca/bfarm: "after hip-tep implantation in (B)(6) 2022, initially normal course. Then acute onset of massive left hip pain on (B)(6) 2022 without fall or force. The x-ray then showed the incorrect positioning of the polyethylene inlay of the left hip. This was followed by surgical revision on (B)(6) 2022. The inlay showed severe signs of use, parts had fractured off". Doi: (B)(6) 2022. Dor: (B)(6) 2022. Left hip.

Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI # is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot 1) quantity manufactured: 10 2) date of manufacture: 03/22/2022 3) any anomalies or deviations identified in DHR: there were no non-conformances associated with this lot. 4) expiry date: 02/29/2032. 5) IFU reference: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received and stated the following: (B)(6) 2022, patient turned in bed and had unbearable pain. She was unable to ambulate safely. Xray on (B)(6) 2022 revealed it was asymmetric on the left and laceration of the inferior edge was noted. Revision was completed on (B)(6) 2022 of the cup, liner, and head. Revision notes states that there were "significant abrasion granulomas noted" within the tissue. The inlay had several parts that were sheared off and the inlay was tilted. The cup was damaged by contact with the ceramic head with several grinding traces noted.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : it was reported that hcp is reporting to nca/bfarm: "after hip-tep implantation in (B)(6) 2022, initially normal course. Then acute onset of massive left hip pain on (B)(6)2022 without fall or force. The x-ray then showed the incorrect positioning of the polyethylene inlay of the left hip. This was followed by surgical revision on (B)(6)2022. The inlay showed severe signs of use, parts had fractured off." The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4)._x-ray_images-received (B)(6)2023 . The provided evidence indicates that the intervention angle deviates from the stipulated surgical technique, where the cup appears to be positioned at angles greater than 45 degrees of abduction, additionally an increase in the degrees of antervension is noted, which should ideally fall within the range of 15 to 30 degrees, as specified in the surgical technique. In comparison to the angles proposed by the surgical technique, page 18. This evidence, combined with the potential movements generated and the force exerted by the patient's weight, could lead to the reported allegation. Therefore, it is recommended to adhere to the surgical technique. However, in the provided evidence, no disassociation and wear were observed. With the evidence provided the condition of audible sound cannot be confirmed. One observation is that the femoral head appears not to be in a central position due to the implantation angle of the cup ,where the cup may disassociate from the liner, or there could be a dislocation with the head. Potentially it could contributed to the reported condition. A root cause cannot be definitively established. Pinnacle hip solutions surgical technique dsus/jrc/0414/0026 rev. 3 since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the pinnacle 100 acet cup 48mm would contribute to the complained device issue. Based on the investigation findings and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 03/22/2022. 3) any anomalies or deviations identified in DHR: there were no non-conformances associated with this lot. 4) expiry date: 02/29/2032. 5) IFU reference: 090200701.